Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is submitted for atypical clip delivery system (cds) movement while in the anatomy. Unexpected movement has the potential to cause or contribute to tissue injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4, with a prolapsed posterior leaflet 1 (p1) and posterior leaflet 2 (p2). The clip delivery system (cds) was advanced to the mitral valve. Per imaging, while checking clip arm orientation, the cds handle was turned clockwise; however the cds sleeve moved lateral. When turning the cds handle counterclockwise, the cds sleeve moved medial. Troubleshooting measures were attempted. The clip, however, was implanted on the leaflets in the desired position and was stable and well seated. Three additional mitraclips were implanted, reducing the mr to grade 2. There were no adverse patient effects and there was no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
Internal file number - (B)(4): evaluation summary: all available information was investigated and the reported delivery catheter (dc) shaft bend was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulty positioning the device appears to be related to the observed bend in the actuator mandrel. Since the mandrel is located inside the dc shaft, if the mandrel becomes bent, the dc shaft will likely demonstrate a similar bent condition. However, a definitive cause for the bend in the mandrel could not be determined. It is possible that there were procedural interactions (e.g. Unintended curves on the device) which resulted in increased tension on the device and therefore contributed to the bent in the mandrel; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.